Event description:
It was reported to boston scientific corp that a sensor urological guidewire was used during a ureteroscopy procedure (B)(6). According to the complainant, during the procedure, outside of the scope, they noticed that the outer teflon coating at the back part of the wire, (the proximal end) had separated from the core of the wire. The coating peeled off, outside the pt, within the nurses hand. They discarded this device and used a second sensor urological guidewire to successfully complete the case with no complications to the pt. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).